Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report that the albumin cup from their unicel dxc 800 synchron system was not draining and liquid was overflowing over the top of the reaction cups. The customer had cleaned the reaction cup and stirrer prior to calling cts. Cts advised the customer to treat the spilled liquid as potential biohazard and recommended the use of personal protective equipment before troubleshooting. No fumes were produced. The customer was not harmed and did not need medical treatment. Cts reviewed proservice and noted module system errors. Cts directed the customer to power down the system, reboot and disabling of module if the problem was not resolved. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse replaced the albumin module. (B)(4).